Event description:
It was reported that on (B)(6) 2021, a 5mm x 4mm amplatzer piccolo occluder was successfully implanted in a (B)(6) patient with patent ductus arteriosus (pda) dimensions of: pulmonary artery end 3 mm, aortic end 4mm, and length of 10mm. The case went well, and the patient remained stable throughout the case. Approximately 7 weeks post implant, the patient developed a coarctation of the aorta. The patient was taken to surgery, and the device was explanted. The patient has since recovered from surgery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of coarctation of the aorta seven weeks after device implant was reported. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, the correct size piccolo occluder for the measurements provided was a 4-2mm piccolo occluder, smaller than the implanted device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.